Manufacturer narrative:
Technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that when setting the brakes on the bed, the bed still rolled. No impact to patient.